Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges that the bottle leaked when the user was connecting the adapter to the manometer. The adapter was changed and there were no other issues. No pt injury reported.